Manufacturer narrative:
The apc/esu system (including its footswitch) was returned and thoroughly inspected/tested. The findings were as follows: apc (not reportedly involved in the incident). A technical safety check was performed on the coagulator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR). Esu. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications (note: all of the outputs were within specification.). In addition, no anomalies were found in the DHR (DHR). Footswitch the footswitch was tested and found to be functioning properly. However, unrelated to the reported issue, the cable of the footswitch was found to be worn/ torn in a few places. Therefore, the cable was replaced. Upon repairing the footswitch, it works as intended. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved in the reported event including the patient having a polyp in a very thin walled area. However, it appears that upon the intervention, the remaining tissue of the bowel wall in the cecum did not stay intact which resulted in the perforation. However, no conclusive determination could be made as to what was the cause of the issue. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was performed to remove a polyp in the cecum. The setting during the incident was forced coag, 20 watts. The doctor thought that the erbe was "running hot". The patient's bowel was perforated. Therefore, follow-up surgery was performed to address the perforation and the patient was hospitalized.